Event description:
It was reported to Gore that, on an unknown date, the patient underwent vascular graft replacement for bilateral common iliac artery aneurysms. At a later date, disruption of the vascular graft anastomosis and a decrease in the ankle-brachial index (ABI) were observed. In addition, it was confirmed that a thoracic aortic dissection had extended to the segment immediately proximal to the anastomotic site.On (b)(6) 2026, the patient underwent endovascular treatment for the disrupted vascular graft anastomosis using the GORE® EXCLUDER® AAA Endoprosthesis, with GORE® DrySeal Flex Introducer Sheath as an accessory device. During the procedure, a thrombus was identified in the left external iliac artery, and thrombectomy was performed using a Fogarty catheter. Subsequently, angiography confirmed access to the true lumen. Following balloon dilatation around the anastomosis, an Aortic Extender was deployed. Improvement in distal blood flow to the left lower extremity and recovery of the ABI were confirmed. A dissection of the left external iliac artery was observed; however, no intervention was performed, and the procedure was completed. The patient tolerated the procedure.On (b)(6) 2026, occlusion of the Aortic Extender was confirmed, and the ABI became unmeasurable. Although the patient remained ambulatory, postprandial abdominal pain was reported. No further treatment has been performed to date. Additional interventions, including an axillary-femoral bypass procedure, are being considered; however, the treatment strategy has not yet been determined.On (b)(6) 2026, the patient was temporarily discharged from the hospital. It was reported that the ABI had improved following heparin administration.

Manufacturer narrative:
W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.